Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime, excessive no delivery, and displacement tests. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had cracked case at display window corners, cracked display window, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump alarmed button error. The low blood glucose reading was 63 mg/dl, which was treated with orange juice and food. The customer stated that she experienced the low blood glucose during the night, in which she had sweated heavily; she advised that she thought the sweating may have contributed to the button error alarm. No other significant events leading to the alarm were observed. The blood glucose reading at the time of the alarm was 191 mg/dl. Advised replacement of the insulin pump. Nothing further reported.